Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 8 months after insertion and 1 day after removal of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils') in an adult female patient who had essure (batch no. A69935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, pelvic pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (bilateral salpingectomy, partial cornuectomy, da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered embedded device, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: visible coils showing within the endometrial cavity as follows: right: 3 coils left: 3 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, pelvic pan, menometrorrhagia. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information, patient dob, lot number, expiration date added. Date of insertion updated. Event medical device removal updated to event embedded essure coils. New events added- pelvic pain and menometrorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 8 months after insertion and 1 day after removal of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils') in an adult female patient who had essure (batch no. A69935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, pelvic pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (bilateral salpingectomy, partial cornuectomy, da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered embedded device, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: visible coils showing within the endometrial cavity as follows: right: 3 coils left: 3 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, pelvic pan, menometrorrhagia. Lot number: a69935; manufacturing date: 2012/11; expiration date: 2015/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.